Event description:
ICU patient in a stryker ICU bed and an electrical fire started at the head of the bed. Upon further investigation where the electrical cord plugs into the bed is where the fire originated. No patient harm recorded.